Event description:
It was reported that during an laparoscopic endometriosis procedure, air leak occurred from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.